Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving shocks from their implantable cardioverter defibrillator (ICD) while hiking. Upon interrogation phrenic nerve stimulation and diaphragmatic stimulation were noted. An x-ray was taken which showed the right atrial (ra) lead had pulled back/dislodged resulting in stimulation. The patient's parent stated the stim had begun several months prior and the device had been reprogrammed to vvi mode sometime prior to this incident. Follow-up revealed that a lead revision was completed, and the physician felt the therapies were inappropriate and a new wavelet template was created. The device and lead remain in use. No further patient complications have been reported as a result of this event.